Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self-test. No failed battery alarm noted. Hal software error detected alarm found in the pump history followed by the main arm cannot communicate with the motor arm alarm problem isolated to the electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was unknown. Customer was able to clear the alarm. Customer was able to complete pump rewind. Insulin pump will be returned for analysis.